Manufacturer narrative:
D4: reported lot number 401580.

Event description:
On (B)(6) 1997 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the of the abdomen/pelvis-infrarenal revealed all six struts project outside the inferior vena cava (ivc) wall. Left lateral strut contacts aorta outer wall and a posterior strut extends close to the inferior margin of l3 vertebral body.

Manufacturer narrative:
Reported lot number 401580.

Event description:
On (B)(6) 1997 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the of the abdomen/pelvis-infrarenal revealed all six struts project outside the inferior vena cava (ivc) wall. Left lateral strut contacts aorta outer wall and a posterior strut extends close to the inferior margin of l3 vertebral body.